Event description:
Complainant alleged that while attempting to treat a pt, the device was unable to pace via electrode pads. The complainant obtained another set of electrode pads to continue pacing the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.